Event description:
It was reported that an audible alarm error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was intact. The device was chipped on the lower left front corner. No error related to the customer's reported problem was found in the event history log. The technician performed an audio test. The speaker's sound was found lower and softer than normal during audio test. The root cause of the reported event was found to be speaker does not operate as intended. The technician replaced speaker. The device passed performance maintenance (pm) and functional tests.